Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the fiber burst and sounded different. There was no patient involved.

Event description:
It was reported that the fiber burst and sounded different. There was no patient involved.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Therefore, the reported allegations could not be confirmed. The investigation findings could not lead to a clear conclusion about the cause of the reported event due to lack of evidence. Based on the information provided, an investigation conclusion code of cause not established was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.